Event description:
It was reported on (B)(6) 2025 an 18mm amplatzer amulet left atrial appendage occluder using a 12f amplatzer torqvue 45x45 delivery sheath. During the procedure it was noted that the occluder could not be advanced from the loader to the delivery sheath. The device loader was removed from the hub of the sheath. The occluder was replaced with a new 18mm amplatzer amulet left atrial appendage occluder. The first occluder was inspected on the back table and was noted to have formed a cobra shape. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 an 18mm amplatzer amulet left atrial appendage occluder using a 12f amplatzer torqvue 45x45 delivery sheath. During the procedure it was noted that the occluder could not be advanced from the loader to the delivery sheath. The device loader was removed from the hub of the sheath. The occluder was replaced with a new 18mm amplatzer amulet left atrial appendage occluder. The first occluder was inspected on the back table and was noted to have formed a cobra shape. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of difficulty advancing the device from the loader to the delivery sheath and device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported advancement difficulty and device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.